Event description:
Caller reported that pump became hot to touch, and a temperature alarm was recorded. There was no adverse impact to the customer's blood glucose level. Technical support resolved the issue by sending a replacement pump with updated software, and the caller was informed about storage mode instructions and the return process for the problematic pump.